Manufacturer narrative:
Naoya kurata, osamu iida, mitusyoshi takahara ¿clinical impact of the size of drug-coated balloon therapy on restenosis rate in fem oropopliteal lesions.¿ 2023 apr;30(2):269-280. Ref: doi: 10.1177/15266028221081082. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received an article titled "clinical impact of the size of drug-coated balloon therapy on restenosis rate in femoropopliteal lesions". This was a retrospective, single-center study which included 231 de novo femoropopliteal (fp) lesions in 165 patients with peripheral artery disease treated with in.pact admiral dcb under intravascular ultrasound (ivus) evaluation. The mean lesion length was 13 ± 9 cm and the prevalence of chronic total occlusion was 18%. During a mean follow-up period of 17 ± 9 months, restenosis occurred in 26% of lesions. Lesions treated with a dcb of ivus- external elastic membrane (eem) size had a lower 2 year restenosis rate than those treated with a dcb over/under ivus-eem size (19.7 ± 5.7% vs 34.5 ± 4.7%, p=0.02 by the log-rank test), while the restenosis rate was not significantly different between dcbs of angio-lumen size or ivus-lumen size and those over/under the size (both p>0.05). The presence of dissection evaluated by ivus was observed in 70% (n+162) of lesions and bilateral dissection was observed in 19% (n=43). Grade c or severe dissection occurred in 18% (n=40) of lesions.